Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The device was removed because it had become dislodged into the aorta. A new impella cp was placed. The issue occurred upon moving the bed from the catheter table. It was noted that the fixing ring may have been forgotten to be closed. The patient later expired after eight days of support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.